Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with spine internal fixation system due to lumbar trauma. Approximately in (B)(6) 2019, post-op, patient started to have low back pain. On (B)(6) 2019, patient underwent an examination which reveled broken lumbar posterior fixation system. At present, the patient is at home and has low back pain.